Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device underwent extensive testing, performing to specification throughout. A clinical review a data from the patient involved event showed that the device did not detect an in-range patient impedance during this period and therefore did not progress past the "apply pads" prompt. As no fault could be found on the returned defibrillator or pad-pak, the fault was attributed to a potential use error. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device would not progress pas "analyzing" during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device would not progress pas "analyzing" during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted heartsine to report that their device would not progress pas "analyzing" during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation